Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4) , alleging inaccurate results. The patient reported blood glucose results of ¿200mg/dl¿ with the subject meter and ¿142mg/dl¿ on another meter, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.